Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient underwent an irrigation and debridement procedure due to infection. The polyethylene bearing was removed and replaced. Attempt for further information has been made, but no further information has been provided.